Manufacturer narrative:
This product has been discontinued. The part number is 934112 and the lot number is 80912.

Event description:
Customer states "failure of osseointegration", customer claim indicates, loss of osseointegration.